Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary product ID# 694765: the partial lead was returned in segments, analyzed and no anomalies were found. It was noted that visual summary analysis of the lead indicated apparent explant damage. The returned partial lead in segments was thoroughly analyzed electrically and visually (including destructive analysis) in an attempt to find an explanation for the high thresholds and high impedance described in the event. There were no anomalies observed on the returned partial lead in segments. An in-vivo insulation breach or conductor fracture was not observed during analysis. All electrical and visual analysis was within specified parameters. The full lead was not returned (missing approximately 2.5 cm of outer insulation only). The lead was returned with non-severe explant damage. Concomitant products: 4965-50 lead implanted: (B)(6) 2009; 419388 lead implanted: (B)(6) 2009. (B)(4).

Event description:
It was reported that the left ventricular (lv) epicardial lead was capped and replaced due to no capture and high impedance from a possible fracture. It was also reported that a 2nd lv lead was removed due to phrenic nerve/diaphragmatic stimulation. During the same procedure, the right ventricular (rv) lead was removed and replaced due to high thresholds and high impedance from a possible fracture. No patient complications have been reported as a result of this event. The patient is enrolled in the product surveillance registry study.